Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator (model# m-4900-07, serial# (B)(4)). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident. During the procedure, the tubing was put in wrong which resulted in lower irrigation flow. This caused char on the tip of the catheter. The char and inadequate irrigation issues has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On post-procedure day 1, the patient suffered cerebrovascular accident. It is unknown if any medical/surgical intervention was provided. There¿s no information regarding extended hospitalization, patient¿s outcome or physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.